Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported patient underwent a total right hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2014 due to a loose acetabular cup and poly wear. The acetabular cup, modular head and liner were removed and replaced with a biomet head and a competitor cup and liner.